Event description:
Bleeding cases at tracheal wall on smiths medical trach tubes was discovered on patients after converting from blc to blu.

Manufacturer narrative:
Other, other text: correction: h6, h10: please disregard an initial report submitted with MFR# 3012307300-2022-00331 as it was submitted by mistake. Device evaluation: one picture was received for evaluation. The tip of the tube is observed a little dark, but it is not possible to see if it has any defect. Documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. Operations were reviewed, in order to verify that the operations were properly performed, also to ensure that the operations complied with gmp?s requirements and shm procedures - no discrepancies were found. No root cause could be determined since the complaint was not confirmed, because in the picture it is not possible to see the defect. No corrective actions are required since the complaint was not confirmed. Device history review could not be performed because the lot number was not reported.